Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate,could not confirm the reported event and suggest that this event is not device related.

Event description:
The insert did not appear to be adequately locked into baseplate. There seemed to be movement between baseplate and insert. Another insert was available and was snapped into place and seated well. There was no adverse consequence for the pt or delay in surgery or anesthesia time.